Event description:
During a remote follow-up, noise that led to oversensing was detected on the right atrial (ra) lead. Ra lead damage was suspected but not confirmed. No known intervention has been done at this time. The patient was stable.